Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that her onetouch ultrasmart meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. This complaint was classified based on the recorded conversation the customer care advocate (cca) had with the patient. The patient reported that for past several months her blood glucose has been "uncontrolled". On an unspecified date/time, the patient reported obtaining blood glucose readings of "300 mg/dl" with the subject meter and "66 mg/dl" on another device (acucheck), performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The patient informed the cca that an on an unspecified date after the issue started she developed symptoms of feeling dizzy, nauseous and shaky. The patient stated that when she was feeling dizzy she would test with the subject meter and obtain a high reading. She would then administer insulin based on the meter reading and when she later tested with her backup meter (acucheck) her blood glucose would be low (reading not provided). The patient informed the cca that on two occasions ((B)(6) 2012 and (B)(6) 2012) she went to urgent care due to not feeling well. It is not known if the patient's blood glucose was tested at the time of the clinic visits. It is also not known if the patient received treatment for a high or low blood glucose at the time she was seen by an hcp. The patient told the cca that during one of the visits, the dr gave her another meter to test with. At the time of troubleshooting, the cca walked the patient through a control solution test and the result fell out of range. The cca confirmed the patient was using the correct testing technique and the test strips and control solution were within their expiration dates. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.